Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.

Event description:
It was reported that the external pulse generator (epg) was not pacing appropriately. The rate at 30 is intermittent and goes to 17 beats per minute. Troubleshooting steps were taken to resolve the issue. The epg was restored to service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.